Event description:
It was reported that during the procedure, a guide catheter and a guide wire were advanced into the patient anatomy. The target lesion was pre-dilated with a 2.5 x 10 mm non-abbott cutting balloon. A 2.75 x 18 mm promus rx stent system was advanced into the patient anatomy and the balloon was inflated. During inflation, it was noted that contrast was filling the vessel distal to the stent and it was realized that the balloon had ruptured at unknown atmospheres. The physician chose to inflate the balloon to 10 atmospheres to deploy the stent and the stent system was removed from the anatomy. A 2.75 x 15 non-abbott dilatation catheter was advanced and post-dilatation was completed. There were no adverse patient effects and no reported clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Use after damage. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood and contrast visible in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. The balloon was loosely folded. An indeflator, filled with water, was used in attempt to pressurize the balloon but the balloon did not pressurize. After the catheter was left pressurized to dissolve the blood and contrast in the inflation lumen, fluid was observed leaking through the tip. There was a tear/hole in the inner member 9 cm proximal to the proximal seal for a length of 4 mm. The tear had jagged edges. The inner member was scarred proximal to the tear/hole for a length of 1 mm. After the tip and guide wire exit notch were plugged with pin gauges, the balloon was inflated to the rated burst pressure (rbp) with no damage noted to the balloon. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. There was no damage or leak noted during the inspection prior to use or during preparation which suggests the inner member was not previously damaged. It is likely that the guide wire interacted with the inner member during back loading, resulting in the noted tear in the inner member. It was reported that as contrast was seen leaking from the balloon; the balloon was further inflated in order to deploy the stent. It should be noted the promus instructions for use states: in case of balloon rupture, it should be withdrawn and, if necessary, a new dilatation catheter exchanged over the guide wire to complete the expansion of the stent. It does not appear that the continued inflation of the balloon after a leak was noted contributed to the reported difficulties. Analysis was unable to confirm the reported balloon rupture; however, there was a tear in the inner member which was likely a result of an interaction with the guide wire. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.